Manufacturer narrative:
UDI: (B)(4). Investigation summary : the device was received and evaluated at the service center. The reported complaint that the device did not inject saline solution, was unable to be confirmed. It was observed that the solo mode was set as default by the user and induced in error. It was then restored to manufacturer settings default according to the user manual. No defects were found with the device upon evaluation. The device was found to be functioning according to specifications. Since the solo mode was set as default by the user, did the device not function as expected by the customer. As the reported condition was not confirmed, the root cause for the reported failure cannot be determined. No manufacturing record evaluation is required as no manufacturer or service related issues were found with the device. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that the pump-shaver device did not inject saline solution. There was no procedure nor patient involvement reported. No additional information was provided.